Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2022 and may have not put their ipg into surgery mode prior to this procedure. As a result, the ipg had become inoperable and was unable to communicate with external devices. Surgical intervention may occur in the future to address the issue.